Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed the identity of the product and also confirmed the reported fracture at the tip of the instrument. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The device was returned to the supplier for evaluation. The supplier tested the hardness and determined the value was within the specifications. The supplier also stated the fracture point shows that the instrument was not used according to the purpose and the instrument must not be used as a level. Due to the special shape, an over-strengthening of the tip can cause breakage. No medical records were supplied with the complaint, therefore no comments can be made regarding the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during a tooth extraction. The fractured piece of instrument was removed from the patient's mouth by hand. No adverse events have been reported as a result of the malfunction.